Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to alarm).

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they think that the pump said to replace the battery last night. They stated that they are not sure what the pump showed but stated that it was alarming last night. The patient stated that the pump screen was lit at the time of alarm but this am the pump was not working when they awoke. The patient changed the battery and also changed the set/cartridge around 930 am today and the pump appeared fine now, per patient. The alarm occurred in the middle of the night, around 3 am per patient. The patient¿s present blood glucose (bg) 482 mg/dl with large ketones and extreme tiredness. The patient stated that they are very tired and unable to see the pump clearly to review at time of call, due to taking benadryl for an allergic reaction from a medication given to them yesterday at the hospital. They were in the hospital emergency room yesterday due to a respiratory issue (unrelated to diabetes and pump). The bg at time of call back is in the 300 mg/dl range. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an inadequate response to pump alarm.